Event description:
A phlebotomist performed a capillary glucose test. The meter result was 35 mg/dl glucose. A confirmatory capillary fingerstick run on another system yielded a result of 106 mg/dl. Visual inspection of the MFR's test strip demonstrated appearance "more like 100 mg/dl blood sugar than a 35 mg/dl." Also, there was evidence that the entire test strip was not covered with blood. The device did not give any indication of inadequate strip preparation. A quality check for this device was ok.